Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaint of redness at the corner of the pocket. The patient had an infection and antibiotic treatment was necessary. The device and leads were explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.